Event description:
The device was returned because it was stated that the plunger holder was broken. The results of the investigation found that a review of the event history log (ehl) identified ¿travel reverse¿ and ¿travel coarse¿ errors. There was unknown patient involvement but there was no patient harm.

Manufacturer narrative:
H3: the device was received for evaluation, and a review of the service history found no indication that the reported issue was related to prior servicing within the review period. Review of the event history log (ehl) identified ¿travel reverse¿ and ¿travel coarse¿ errors. Visual inspection and functional testing were performed, and the probable cause was determined to be normal aging and wear of drivetrain components. The device was repaired by replacing the leadscrew, coupler, worm gear, and clutches.